Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily clarified proximal right coronary artery (prca). The unspecified xience skypoint stent delivery system (sds) was deployed in the (prca) and distal to the stent there was in-stent restenosis (irs) due to an unspecified previous implanted stent. A unspecified cutting balloon was advanced to open the isr; however, during removal of the balloon over the proximal portion of the stent the blades became stuck over the stent struts. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident review for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. UDI #: the UDI is unknown due to the part/lot number was not provided.